Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of 5wst drawer 4 has lost its magnet; it could not be found anywhere around drawer. Needs new magnet piece was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4)., the fse reported that the internal pyxibus cable required replacement due to being cut. It was noted that a portion of the cable had previously grounded once, but this condition was not identified or reported at the time. The fse proactively replaced the cable with a new one to prevent potential future issues. Dchu visual inspection: p/n 120547-01: was received with thermal damage and exposed copper strands. Dchu laboratory testing: no further testing was required due to thermal damage and exposed copper strands observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint 5wst drawer 4 has lost its magnet; it could not be found anywhere around drawer. Needs new magnet piece was due to the damaged assy cbl pyxibus 6 drawer (p/n 120547-01) which had signs of exposed copper strands which lead to the observed thermal damage and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 6 drawer. There were no delay, no adverse events or injuries reported based on this event.